Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was damaged. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 11-mar-2026: there were no complaints of damage or failure of the instrument was observed.